Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Performance data was also collected from the device and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted for reaching recommended replacement time (rrt) earlier than expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.